Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D.4. Medical device lot #: unknown d.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h.6. Investigation summary: material #: 368835 lot/batch #: 3116855 and 3116859 bd received 50 samples from lot 3116859 for investigation. Ten of the samples were evaluated by functional testing, each used to draw 6 vacutainer tubes, and the indicated failure mode for sleeve leakage with the incident lot was not observed. Additionally, 10 retention samples of lot number 3116855 from bd inventory were evaluated by functional testing, each used to draw 6 vacutainer tubes, and no issues were observed relating to sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10

Event description:
Report 3 of 3 it was reported that during use with bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder there was poor sleeve function and leakage occurred. The following information was provided by the initial reporter: "rubber sleeve leaked when did the incident occur? During use after first tube the leaked started. This has happen three different nurses (once /per nurse)"